Event description:
The clinic reported that a laser vision correction patient presented at a different office with epithelial ingrowth in the left eye about 11 days post treatment. The doctor doing follow up examination lifted the left eye flap and removed epithelial ingrowth on (B)(6) 2013. The patient was seen one day later, on (B)(6) 2013, and uncorrected visual acuity (vasc) was 20/25 right eye, 20/25 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.